Event description:
It was reported that when using the bd pyxis¿ es refrigerator was unable to power on. The user attempted to unplug the device and restart it, but the refrigerator experienced a power failure and still would not turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that refrigerator was malfunctioned. The field service engineer (fse) had assisted the customer in verifying that the device was receiving proper power. The customer identified that the power cable at the back of the device was not fully seated; once reconnected, the device temperature returned to the acceptable range. The customer confirmed normal temperature levels, and the case was closed. The system functioned as intended after the field service engineer (fse) assisted the customer to resolve the issue.